Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2007, product ID: 4968-35 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to an atrial driven supra ventricular tachycardia (svt). It was also noted that the right atrial (ra) lead had high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.